Manufacturer narrative:
UDI - (B)(4). Revision surgery performed on (B)(6) 2016 at (B)(6). Primary surgery was in 2010. Patient experienced a fall and required revision. Examination of the reported devices was not possible as they were not returned. Photography provided as well as x-ray review confirms stem fracture. A search of the complaints databases identified one other report against the 426335 bone screw and no other reports against the remaining product/lot code combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Patient was revised to address a fractured stem. It was reported that the patient fell.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.